Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred in the day hospital medicine department and involved a 12 cm (5") smallbore ext set w/microclave®, 0.2 filter, rotating luer. The customer reported that there was an issue with the filter during a patient's administration/treatment of remsima. The infusion pump audibly alarmed for occlusion approximately 15 minutes before the end of the treatment, and it was impossible to lift the occlusion. The filter was changed out, the pump worked again and treatment was resumed. The device was recovered and rinsed. There was difficulty when rinsing the filter with the syringe of physiological serum as if it were blocked. The customer further stated that, in general, this problem occurs when large doses are administered (that day 830mg). No visible defaults were noted before use; no hole and no cut was reported. There was no impact to the patient, no blood loss, no adverse event; however, there was a delay in therapy. There was no change in medication.

Manufacturer narrative:
The reported complaint of a filter blockage could not be confirmed. Without the return of the sample or a photo/video, an investigation could not be performed and a probable cause could not be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.